Event description:
It was reported that the intraocular lens (iol) was inserted into patient's right eye, however, it was removed in the same procedure as the lens had a star shaped crack in the center. Another lens of same model was used as the replacement. No other information was provided.

Manufacturer narrative:
Age, weight and ethnicity: unknown/ asked but not available. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d10: device available for evaluation ¿ yes, returned to manufacturer on 6/22/2022 section h3: device returned to manufacturer ¿ yes device evaluation: visual inspection under magnification revealed that the complaint lens was received cut into two pieces and with one haptic detached. The lens was cleaned and, scratches on the lens separate from the cut could be identified. Based on the return condition of the lens, no further product evaluation can be performed. The complaint issue "dc-cosmetic issues" was observed during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.